Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose level of 594 mg/dl. The customer needed assistance programming her insulin pump. The customer was walked through how to program the insulin pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.